Event description:
It was reported that caller experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full instructions for pump reset, completed reset with guidance, and successfully started sensor session without error recurring.